Manufacturer narrative:
The 3.5mm x 18.1mm palmaz stent was mounted on a 8.0 x 40mm power flex pro stent delivery system (sds) and inserted into the sheath however, the stent dropped off the balloon in the sheath. The procedure was completed by replacing with a new palmaz stent with different size and it could deliver. There was no reported patient injury. This was pediatric circulatory organ case. The dropped stent was successfully recovered. The target site was the pulmonary artery. The access site was the femoral vein with no calcification, tortuosity and bifurcation; with 90% stenosis and little acute angle. A contralateral approached was made. The device was not being used for treatment of a chronic total occlusion there was no difficulty experienced in prepping the device. The device was stored and handled per the instructions for use (IFU). The sds was prepped according to IFU guidelines. During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. Prior to inserting the sds in the catheter, the balloon was not inflated nor partially inflated. The negative pressure was not applied to the sds. The inflation device was in the neutral position when the system was being advanced/withdrawn. An adequate continuous flushing was maintained through all devices. Additional procedural details were requested but are unknown. The device was not returned for analysis. A product history record (phr) review of lot n0519302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - within guiding catheter/sheath¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of 90% stenosis at the insertion site may have contributed to the reported event. According to the safety information in the instructions for use ¿do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the balloon catheter label. Use only with the recommended balloon dilatation catheters. When using the powerflex plus balloon catheter, use the crimping tube that is packaged with the balloon catheter. When using the maxi ds balloon catheter, use the crimping tube supplied with the stent. When the cordis large palmaz balloon-expandable stent and delivery system is introduced into the vascular system, it should be manipulated under high quality fluoroscopic observation. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Inspect crimped stent for uniformity, protruding struts, adherence to balloon, and centered placement in relation to the balloon marker bands. Do not reposition stent or hand-crimp. In case of a deviation, return product to cordis.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information to include phone number: (B)(6). The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 3.5mm x 18.1mm palmaz stent was mounted on a 8.0 x 40mm power flex pro and inserted into the sheath however, the stent dropped off the balloon in the sheath. The procedure was completed by replacing new palmaz stent with different size and it could deliver. There was no reported patient injury. This was pediatric circulatory organ case. The dropped stent was successfully recovered. The device was stored and handled per the instructions for use (IFU). The sds was prepped according to IFU guidelines. The target site was the pulmonary artery. The access site was the femoral vein with no calcification, tortuosity and bifurcation; with 90% stenosis and little acute angle. The device was not being used for treatment of a chronic total occlusion there was no difficulty experienced in prepping the device. A contralateral approached was made. During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. Prior to inserting the sds in the catheter, the balloon was not inflated nor partially inflated. The negative pressure was not applied to the sds. The inflation device was in the neutral position when the system was being advanced/withdrawn. An adequate continuous flushing was maintained through all devices. The device will not be returned as it was discarded in the hospital. Additional procedural details were requested but are unknown.